Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found the instrument was leaking diluent due to the black I-beam tubing was broken at the pinch site. The fse replaced the tubing, cleaned the instrument and verified the instrument. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter hmx hematology analyzer with autoloader leaked approximately 50 cc of fluid. The leak was not contained within the instrument. The operator was wearing a lab coat, gloves, and glasses at the time of the incident. There was no exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to the user or patient treatment attributed to this event.